Event description:
On october 13th, 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump, product code 2m9163, (B) (4), encountered a fail code 810:26 on channel b. The problem was noted during the use on patient and there was no patient injury. The device will be returned to cts for evaluation.

Event description:
On (B)(6) 2009, a company rep reported she was checking the bolus history and daily totals in the pt's insulin infusion device and noticed the last bolus shown was taken on (B)(6) 2009. She stated that the device showed 0.0 units of insulin as a daily total from (B)(6) 2009-(B)(6) 2009. She said the pt is not having any issues with his infusion device or his blood glucose readings. The rep did not know whether the time or date was changed on the device but could verify it was currently correct. Repeated attempts were made to follow up with the pt for troubleshooting but were successful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation for interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.